Event description:
Alleged event: the clips could not be set correctly in the jaw and fell from the applier. A new applier was used to complete the case. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot number 73g1400249 did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1400249 was confirmed. During visual inspection it was observed that the spring jaw component was damaged; bent, no stuck clip in jaws, frame component has black spots. Functional inspection: applier was fired 3 times & during the activation no clips were loaded in jaws. Then applier was opened to verify the sample condition and it was observed that the sample was received without remaining clips. In addition the orange indicator was not found in the sample; this condition indicate that all clips were fired . Sample received did not confirm the defect reported by the customer clips fell from applier during visual inspection. A corrective action cannot be established due to the fact of the sample condition (sample was received without remaining clips) and therefore a failure mode could not be duplicated. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing. However, we will continue to monitor trending of similar complaints.

Event description:
Alleged event: the clips could not be set correctly in the jaw and fell from the applier. A new applier was used to complete the case. The patient's condition was reported as fine.